Manufacturer narrative:
One used tracheostomy tube was returned for evaluation. During visual inspection, the outer diameter of the plastic connector was found to be deformed. Inspection found the inner diameter to be undistorted. The investigation did not reveal any intrinsic manufacturing defects with the returned device; however, evaluation and inspection of the device was not able to determine a definitive root cause for the deformed outer diameter.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Device investigation in progress.

Event description:
The user facility reported that the listed tracheostomy tube was put in place with a patient. According to the reporter, after device placement, a "covidien l-connector" was attached to the tracheostomy tube's 15mm connector. The reporter explained that the connection between the 2 connector components was loose. No adverse health effects were reported as a result of event.